Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure and a magnetic resonance imaging (MRI) compatible device was implanted. Additional information was received that the patient was doing well post operatively. The explanted device was not return as it was kept by the facility.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure and a magnetic resonance imaging (MRI) compatible device was implanted.